Event description:
This spontaneous case was reported by a physician and describes the occurrence of fallopian tube perforation ("perforation of her right tube so her essure unit perforated her fundus") and uterine perforation ("perforation of her right tube so her essure unit perforated her fundus") in a female patient who had essure (batch no. He01349) inserted for sterilisation. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (doctor performed a tube removal on the right side. Essure was removed). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation and uterine perforation outcome was unknown. The reporter provided no causality assessment for fallopian tube perforation and uterine perforation with essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: perforation of her right tube, incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of fallopian tube perforation ("perforation of her right tube so her essure unit perforated her fundus") and uterine perforation ("perforation of her right tube so her essure unit perforated her fundus") in a female patient who had essure (batch no. He01349) inserted for female sterilisation. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (doctor performed a tube removal on the right side. Essure was removed.). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation and uterine perforation outcome was unknown. The reporter provided no causality assessment for fallopian tube perforation and uterine perforation with essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: perforation of her right tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.